Manufacturer narrative:
As reported in a legal brief, a patient underwent placement of a trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, extensive thrombus in lower extremities, the ivc, and iliac veins, extending above the filter, failed retrieval attempt, and retained ivc filter, requiring lifelong anticoagulation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter retrieval difficulty could not be confirmed. However, the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the difficulty experienced by the customer. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis does not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The patient first presented to the hospital with swelling pain and numbness in his legs bilaterally but was told that it might likely be related to his parkinson¿s disease. When the pain became excruciating and he also developed lower back pain and right-sided inguinal pain, he returned two days later, and imaging studies showed extensive dvts in both lower extremities and thrombus formation in the distal ivc and iliac veins, with an infrarenal abdominal aortic aneurysm measuring 3.2 cm. He was re-admitted four days later. A CT scan on the following day confirmed that the filter was in place, but thrombus had formed within the ivc and extended above the filter to the level of the right renal vein; thrombus had also formed in the common and external iliac veins, and the abdominal aortic aneurysm remained 3.2 cm. Additional details from medical records received indicate the trapease filter was deployed under fluoroscopic guidance and subsequent venogram showed the filter was within the lumen. Four days later, he underwent thromboembolectomy of the ivc and iliac veins and venous bypass. Attempts were made to retrieve his filter on 1on the same day but were unsuccessful and aborted after about 60 minutes. He must now remain on lifelong anticoagulation. He was discharged one week later. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, extensive thrombus in lower extremities, the ivc, and iliac veins, extending above the filter, failed retrieval attempt, and retained ivc filter, requiring lifelong anticoagulation. Per the patient profile form (ppf), there were blood clots, clotting and occlusion of the ivc. The patient¿s mental health has been greatly affected. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Swelling and numbness of the legs do not represent device malfunctions and may be related to underlying patient specific issues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received from the patient profile form indicates there were blood clots, clotting and occlusion of the ivc. The patient learned that his filter may have malfunctioned on a specific date. The patient was unaware that this injuries may have been caused by defects and an unreasonably dangerous condition of his filter until the last two years. The patient first presented to the hospital with swelling pain and numbness in his legs bilaterally but was told that it might likely be related to his parkinson¿s disease. When the pain became excruciating and he also developed lower back pain and right-sided inguinal pain, he returned two days later and imaging studies showed extensive dvts in both lower extremities and thrombus formation in the distal ivc and iliac veins, with an infrarenal abdominal aortic aneurysm measuring 3.2 cm. He was re-admitted four days later. A CT scan on the following day confirmed that the filter was in place, but thrombus had formed within the ivc and extended above the filter to the level of the right renal vein; thrombus had also formed in the common and external iliac veins, and the abdominal aortic aneurysm remained 3.2 cm. Four days later, he underwent thromboembolectomy of the ivc and iliac veins and venous bypass. Attempts were made to retrieve his filter on 1on the same day but were unsuccessful and aborted after about 60 minutes. He must now remain on lifelong anticoagulation. He was discharged one week later. The patient¿s filter remains implanted, risking further malfunction and injury. The damage being done to the patient¿s body because of the aforementioned blood clots and swelling has been extensive. Along with the patient¿s skin, his mental health has been greatly affected. Additional details from medical records received indicate the trapease filter was deployed under fluoroscopic guidance and subsequent venogram showed the filter was within the lumen. (B)(4). Based on the additional details received, the following sections in the report were updated. A lot number, 15598520 or 15588520 was provided but is invalid because it is for a different device. Therefore, section was updated but since the number is invalid, the expiration and manufacturing dates were not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days.

Event description:
As reported by the legal brief, the plaintiff at all times relevant to this action was and is a citizen and I resident of the state of (B)(6). The plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, extensive thrombus in lower extremities, the ivc, and iliac veins, extending above the filter, failed retrieval attempt, and retained ivc filter, requiring lifelong anticoagulation. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.